Manufacturer narrative:
Additional information was received stating that there was no hypoxic mix in the patient circuit. There was not a reportable malfunction. Additional information was received stating that there was no hypoxic mix in the patient circuit. There was not a reportable malfunction.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The unit was calibrated to resolve the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4).

Event description:
The hospital reported elevated co2 readings. There was no report of patient injury.